Event description:
The nurse from the hospital reported that the buttons were not responding and they were frozen. It was stated that the numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the customer. Explained the caller that the up or down button may be stuck. Advised the customer that the insulin pump would be replaced. Attempted to contact the customer regarding her admission and she had been admitted into the hospital due to child labor. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump had scratched lcd window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.